Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 209mg/dl on the contour xt, retested on a different meter and the reading was 110mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter was sent to the customer.